Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely, that the phenomenon occurred, due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition liquid crystal display monitor switched off after a few seconds, showing ghost image and the protective panel appearance had defect. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a printed circuit board failure (gi board). The investigation showed that the monitor shut down after a few seconds when the alternating current (ac) supply was used, but there was no issue with the direct current (dc) supply. In addition, the non-reportable evaluation findings are as follows: the screen was scratched, and the liquid crystal display (lcd) panel was stained. It is most likely that the reported issue was due to wear and tear damage caused with increasing use/time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.